Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial number (B)(6) intended for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be confirmed with a visual inspection. The exterior condition shows moderate wear (scratches, scuffs). The reported problem was not visually confirmed. The reported problem was confirmed with a functional evaluation. The handpiece test was performed and the navio system outputted a handpiece connection error. Upon restarting the system, the 40000000000 error was outputted. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The surgical technique guide provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with an internal electrical short in the handpiece cable. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during machine setup for a navio-assisted tka surgery, the error "warning - internal cabling drill console error" came up. After restarting, the error 40000000000 came up. The procedure was completed with manual instrumentation. It is unknown if there were any delays. The patient outcome is unknown.